Event description:
It was reported that during upgrade of the implantable cardiac defibrillator, the right atrial lead exhibited low impedance and noise. The lead was capped and replaced during the device upgrade on (B)(6) 2017. The patient was in stable condition prior, during, and after the procedure with no complications.